Manufacturer narrative:
Two rf disposable grounding pad was received for evaluation. Two pads were packaged together without differentiation. One of the pads is not complaint product; this product was only associated with the complaint. It is unknown which pad is the complaint product, therefore, both grounding pads were evaluated. The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No visual or functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient burn remains unknown.

Event description:
Manufacturer report number: 2184149-2021-00366. During a bilateral lumbar rf ablation procedure, a first degree burn occurred. The grounding pad was placed on the left lateral side of the patient on un-prepped, non diaphoretic skin. There were no wrinkles or overlapping of the edges of the grounding pad. It was noted that the patient has had several similar procedures at the same levels in the same area. An ice pack was applied at the sight of the burn with no further treatment required. There were no performance issues with the generator. The procedure was stopped at the time the first degree burn was noted. The patient is currently in stable condition with improvement to the sight of the burn.